Event description:
Clinical study target lesion 1 was located in the mid lad with 75% stenosis and was 12 mm long with a reference vessel diameter of 2.5mm. Target lesion 1 was treated with direct stenting using a 2.5x16mm taxus stent. Per catherization report the vessel distal to the lesion "virtually doubled in size" after the stent was placed. The patient was discharged the next day on asa and plavix therapy. Recommendation were made for continued risk factor evaluation and modification. 393 days after the procedure, the patient presented to emergency department of non-enrolling hospital with acute onset substernal chest pain associated with shortness of breath. ECG showed hyperacute st segment elevated across the anterolateral precordial leads with minimal reciprocal changes inferiorly consistent with extensive anterolateral myocardial infarction. The patient was treated with a full dose pf retavase infused over a 1-hour period,as well as IV nitroglycerin, aspirin, and analgesics prior to emergent transfer to the study site for further evaluation and intervention/management. Study site admission summary notes asa in current medication list and indicates that plavix therapy was discontinued earlier. Baseline assessment also notes patient's sedentary lifestyle and medical noncompliance. Cardiac enzymes became elevated consistent with guideline definition of an mi. The patinet was started on IV heparin and protonix, and referred for cardiac catheterization. In the opinion of the physician the relationship of the mi to be the target vessel is "probable". Coronary angiography revealed, lvef 35% with severe anteroapical and septal hypokinesis to akinesis, lmca 10-20% ostial stenosis, lad mid and distal vessel without significant obstructive disease, previously placed mid lad stent noted with evidence of thrombus in situ 30-40% ostial stenosis, diag1 30% proximal stenosis, diag2 lcx mild luminal irregularities and plaquing om2 and om3, rca mild diffuse plaquing proximal r-pda, mild-to-moderate plaquing distal r-pda. Per catheterization report the mild lad had reperfused following retavase therapy, timi grade 3 flow with good distal runoff was demostrated beyond the stented segment. Heparin infusion was continued along with asa and plavix therapy. No percutaneous or surgical intervention was performed. The patient was also monitored for recurrence of reperfusion arrhythmias noted during cardiac catheterizaiton, including non-sustained ventricular tachycardia, accelerated idioventricular rhythm, and junctional rhythm. 5 days later the patient was discharged on indefinite asa and plavix therapy, as well as reinstituted statin therapy, in the opinion of the physician the relationship of the stent thrombosis to the taxus stent is "probable".